Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture was observed on the device. The device delivered backup pacing in response to the loss of capture, however, the customer was concerned the backup pacing may have resulted in an episode of non-sustained ventricular tachycardia (nsvt). Abbott technical support was contacted and noted possible fusion. The device was reprogrammed to resolve the event. The patient was in stable condition.